Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of surgical lights ¿ powerled 500. It was determined the issue described within complaint is not safety and risk related. On 13th november 2023 following the visit at the customer site and device evaluation the getinge technician discovered that the dust covers and caps were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. The possible root causes of removal or fall down of the spring arm metal cover are: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. As stated by subject matter expert at the manufacturing site, the most likely root cause of the issue with end cap is an incorrect mounting of the part. The fact that device leaves the factory with such a partial positioning is highly unlikely. The end cap has been removed or reinstalled on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This possibility was tested without consequences for the end cap. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Initial reporter: (B)(6). The initial reporter was a biomed. Additional information will be provided following the conclusion of the investigation.

Event description:
On 7th november, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 500. It was determined the issue described within complaint is not safety and risk related. On (B)(6) 2023 following the visit at the customer site and device evaluation the getinge technician discovered that the dust covers and caps were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.